Event description:
According to the reporter, post-operatively, the patient had appeared to be burn, and skin breakage at the site where the patient return electrode was placed. There was no noticeable incident during the procedure. The patient had burn at the left thigh. Grounding pad (bovie pad) contact was confirmed via green grounding light on the bovie machine. It was set to 15 cut and 15 coagulation for the entirely of the case at the request of the doctor which was appropriate for that size patient and the type of procedure being performed (laparoscopic appendectomy). The pad was in a correct location and position (well prefused muscle mass). No surgical prep or surgical fluid ever came close to the ground pad to wet the pad. A non-alcohol based prep ((B)(6)) was used for the case ruling out the chance of the burn being resulting from (B)(6) . The bovie pad was an appropriate size for the patient (patient weight was 15.2 kg and grounding pad size range was for patients more than 13.6 kg). After the case, they removed the bovie pad and it appeared warm dry and intact which was reflected in the chart. Occasionally patients would have a slight redness to the site immediately after removing the grounding pad due to removing the adhesive pad but they did not assess any abnormal redness or skin irritation at the time of removal.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the photo noted a device related burn but the device sample was not shown. It was reported that use of the device resulted in a burn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the photo noted a device related burn but the device sample was not shown. It was reported that use of the device resulted in a burn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient had appeared to be burn, and skin breakage at the site where the patient return electrode was placed. There was no noticeable incident during the procedure. The patient had burn at the left thigh. Grounding pad (bovie pad) contact was confirmed via green grounding light on the bovie machine. It was set to 15 cut and 15 coagulation for the entirely of the case at the request of the doctor which was appropriate for that size patient and the type of procedure being performed (laparoscopic appendectomy). The pad was in a correct location and position (well perfused muscle mass). No surgical prep or surgical fluid ever came close to the ground pad to wet the pad. A non-alcohol based prep (betadine) was used for the case ruling out the chance of the burn being resulting from alcohol. The bovie pad was an appropriate size for the patient (patient weight was 15.2 kg and grounding pad size range was for patients more than 13.6 kg). After the case, they removed the bovie pad and it appeared warm dry and intact which was reflected in the chart. Occasionally patients would have a slight redness to the site immediately after removing the grounding pad due to removing the adhesive pad but they did not assess any abnormal redness or skin irritation at the time of removal.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient had appeared to be a burn, and skin breakage at the site where the patient return electrode was placed. The surgeon indicated it was a second degree burn. There was no noticeable incident during the procedure. The patient had burn at the left thigh. Grounding pad (bovie pad) contact was confirmed via green grounding light  on the bovie machine. It was set to 15 cut and 15 coagulation for the entirely of the case at the request of the doctor which was appropriate for that size patient and the type of procedure being performed. (Laparoscopic appendectomy), the pad was in a correct location and position (well prefused muscle mass). No surgical prep or surgical fluid ever came close to the ground pad to wet the pad. A non-alcohol based prep (betadine) was used for the case ruling out the chance of the burn being resulting from alcohol. The bovie pad was an appropriate size for the patient (patient weight was 15.2 kg and grounding pad size range was for patients >13.6 kg) after the case, they removed the bovie pad and it appeared warm dry and intact which was reflected in the chart. Occasionally patients would have a slight redness to the site immediately after removing the grounding pad due to removing the adhesive pad but they did not assess any abnormal redness or skin irritation at the time of removal. There were no error messages given other than the routine one that was given when the generator was turned on. There was nothing out of the ordinary for the date and time the procedure took place, and the 15/15 cut-coagulatioon power setting the staff said was used was confirmed by the event log.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted photo evidence of device related burn. Device sample is not shown. It was reported that use of the device resulted in a burn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.